Manufacturer narrative:
Information reported that an attendant had improperly placed their hand in the recline mechanism while assisting a patient in reclining their chair. Current user guide covers proper operation. No malfunction alleged. Device remains in use.

Event description:
A staff member lifted an upholstered leg rest and inadvertently placed their fingers into recline mechanism and required stitches.